Event description:
The pump was returned for service where a failure code 810:04 was found in the event history. The hosp representative stated to the baxter service facility that they have no record of any patient incidient involving the pump since the last baxter service event.